Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix rx preloaded biliary stent, originally placed in the common bile duct approximately two to three months prior, was to be removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure. According to the complainant, during the procedure, the stent was brittle and broke apart during removal. The pieces were successfully retrieved using forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix rx preloaded biliary stent, originally placed in the common bile duct approximately two to three months prior, was to be removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure. According to the complainant, during the procedure, the stent was brittle and broke apart during removal. The pieces were successfully retrieved using forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported, the stent was originally placed two to three months prior to (B)(6) 2011; however, the exact date is unknown. (B)(4) for the reported event of stent broken. Preliminary evaluation of the returned device revealed the stent to have a kink at the end, indicating the stent was pinched with a retrieval device. The stent was also found to be broken in two pieces; however, the investigation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the stent to be broken in two pieces; the proximal end of the stent, including the proximal barb, was torn from the working length. The distal end of the stent was free of damage. The stent appeared discolored, which was likely due to usage. Based on the condition of the returned device, it is likely the noted damage is due to procedural factors encountered during the procedure such as the method of stent removal or maneuvering of the device; therefore, the most probable root cause for this complaint is operational context.